Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection reported damage to the case. The functional evaluation found no faults with the device only a foul odor from the exhaust vent , establishing no relationship between the device and the reported event. The probable root cause is application and or a connection issue. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during therapy the renasys go did not seal properly and was not providing the proper negative pressure through the dressing. The pump was replaced with a new one. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.